Event description:
Anesthesia machine was found waiting for inspection/repair with a user's note attached that implied an o2 sensor problem. Initial testing by biomed technician identified a failure of gas analyzer and o2 sensor. Replacement part (pgm assembly) was ordered. Later the same day, technician repeated the test and all results were ok. Technician then set machine to monitor 100% oxygen (machine's o2 sensor indicated 97%) for 22 hours. When checked at end of test, machine's o2 trend showed a brief drop to 78% at one point, then recovery to 100%. Pgm assembly was replaced as a precautionary measure. All subsequent tests passed, and machine was returned to use.====================== health professional's impression======================concern is that an intermittent problem may have caused a false low oxygen displayed value during use.====================== manufacturer response for anesthesia machine, apollo======================part was exchanged and shipped back to MFR as part of regular repair activity. No reply expected.